Event description:
On (B)(6) 2014, the patient was implanted with a gore® excluder® aaa endoprosthesis featuring c3® delivery system. The procedure went well. On (B)(6) 2014, the performed computer tomography showed a collapsed ipsilateral leg of the device. The physician decided to implant a gore® excluder® aaa endoprosthesis component to stabilize the implanted device. The procedure went without any adverse effects and the patient is doing well.